Manufacturer narrative:
The customer complaint of scanning issues was not confirmed or replicated since no device was returned for investigation. The bd website contains a quick reference guide for the auto-ID module. The reference guide contains steps for programming a primary infusion. As follows: a green light in the ready window will be illuminated on the alaris¿ auto-ID module. Press scan/cancel key on the alaris¿ auto-ID module or the scan button on the handheld scanner to scan barcode on IV container. Press channel select key on the appropriate infusion module. Program the infusion following the user manual for the module selected. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The system was being used for treatment. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported that the device is not receiving information. Emergency department clinicians stated they have scanning and communication problems, then have to manually program the IV device. One clinician stated that if she selects the channel first, then the program starts instead of scanning and then looking for the medication. There was no patient harm. No additional information provided.